Event description:
It was reported that during homing, the handpiece failed. The handpiece was replaced. The device was not being used with a patient during the event. After the case, the handpiece was inspected and was noticed that the long end (tip) of the handpiece was slightly bent.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for investigation. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. Nevertheless, based on the description of the event, there is no indication of a product failure that could contribute to the reported complications the patient experienced during the surgery assisted with navio system. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could not be established. The customer noticed that the long end of the handpiece was slightly bent and didn't allow the bur to move through the end of it. Based upon the reported event description, this failure had been previously attributed to a mechanical component failure. A factor that could have contributed to this event is if the drill guide support was aluminum. The material has been changed to stainless steel to increase durability and reduce deformation in the field. However, without the actual device or photos for visual inspection to confirm the color or material of the device, the actual cause of the reported event could not be determined.